Manufacturer narrative:
The technician found the caster brake pad had worn down. The technician replaced the brake caster to resolve the issue.

Event description:
The account alleged the brakes will not lock. No patient impact.